Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was malformed from the 1st firing. The shape of the 1st fired clip was not seen often. The devices did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. One malformed clip was returned inside a plastic bag and one malformed clip was returned in a petri dish. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and the remaining clips were improperly fed, causing the clip to be caught between the jaw and top shroud. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Were there any feeding issues experienced with the device? --- the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no.